Manufacturer narrative:
Device is used for treatment, not diagnosis. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was performed. Screw is broken at the threaded part about 5mm below the head. Deformations at the hexagon recess are visible. The relevant dimension of the cancellous bone screw was checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-1). The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. No product fault could be detected. There are deformations at the hexagon recess visible, which indicates that this screw was exposed to high forces. Therefore and because of the appearance of the fracture face it is likely that a mechanical overload during the insertion, for example by an excessive metallic contact, caused this breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe, reports an event in (B)(4) as follows: it was reported that during the insertion of the plate and screw on a fracture of the humerus, the screw broke during the screwing. The screw shaft remained in the bone of the patient and the head was recovered. Another device was used to complete the surgery and there was less than 15 minutes of delay. No impact to the patient and no further treatment. This report is 1 of 1 for (B)(4).